Event description:
The device was used during an appendectomy procedure. Reportedly, the clips did not load properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.